Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the hv tank. The hv tank was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system had an arching tube. There was no report of a pt injury.